Event description:
Reportedly, a 34mm model 4600 annuloplasty ring was explanted after an implant duration of 47 months (3 years 11 months) due to recurrent embolic episodes secondary to vegetation/thrombus associated with previous mitral repair performed in 2008. Customer report indicated "concerned that the patient has experienced an allergic reaction to the cosgrove device implanted 4 years ago." Device was explanted (B)(6) 2012. No device implanted as a replacement. Patient's native heart valve was competent after removal of the ring. Patient status listed as "stable." Histopathology report after explant states the following: specimen labeled: 'fibrous tissue posterior leaflet. Fibrous pale tissue 24mm in greatest dimension. Embedded whole. Atpl-l 2 specimen labeled: 'vegetation'. Disc of pink tissue 5mm in greatest dimension . Embedded whole. Atpl-l 3 specimen labeled: 'base tissue'. Filmy pale tissue fragment 3mm in greatest dimension. Embedded whole. Atpi-i4 specimen labeled: 'left atrial fibrous tissue'. Firm pale & yellow tissue fragment 15mm in greatest dimension. Atpi-l pf/altalt-n cryoscopic examination. The sections show a leaflet in which there are prominent inflammatory changes. These include multiple foci of fibrinoid change and these foci tend to be surrounded by palisaded histiocytes, beyond which there is a mixed chronic inflammatory cell infiltrate rich in plasma cells with moderate numbers of macrophages. In some areas there appears to be extension on to the surface of the specimen in keeping with vegetation. The features are reminiscent to rheumatoid nodules. An acute inflammatory component is not seen. The sections show fibrinous material. No intact t issue is identified. The sections show a fragment of fibrous connective tissue within which there are scattered inflammatory cells. No specific diagnostic features are seen. The sections show fibrous connective tissue within which there are light infiltrates of chronic inflammatory cells including prominent plasma cells. Zones of fibrinoid necrosis are not identified. Conclusion . Fibrous tissue posterior leaflet showing inflammatory changes raising the possibility of rheumatoid valvulitis . Fibrinous vegetation. Base tissue without specific diagnostic features. Left atrial fibrous tissue showing non-specific chronic inflammatory changes .

Manufacturer narrative:
It was learned through follow up with the hospital that the device is no longer available for return as it has been discarded. No additional information will be provided by the health care provider. No operative report is available. No serial number for the device is available. Therefore, no DHR can be done.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: no serial number for the device has been provided. Device to be returned for evaluation. No operative report provided.

Manufacturer narrative:
The following comments were provided by edwards lifesciences research and development after review of the histology results provided by the surgeon: cosgrove-edwards annuloplasty system (model 4600) is an implantable annuloplasty band composed of a silicone rubber strip compounded with barium sulfate to enable radiographic visualization. This silicone rubber strip is covered with polyester velour cloth, sewn together with a single seam. Historically, all of the components used for construction of this model device have demonstrated excellent and predictable biocompatibilities. Theoretically, some individual patients could have an allergic reaction to these materials. However, we are not aware of any similar inquiry for this type device, or any publications that suggest an allergic reaction to the device were confirmed to be related to explant of the device. Furthermore, allergic reaction is usually triggered by exposure to or contact with a material with specific antigenic properties. The histopathology test for this particular case indicated the inflammation observed in the tissue samples removed from the patient anatomy was chronic and non-specific. Therefore, 'the concern that the patient has experienced an allergic reaction to the cosgrove device' cannot be confirmed.